Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the surgeon¿s experience using stratafix symmetric on tka? Were these the first 3 patients it was used on? No, it was used on knees before these incidents. But as this accidents occurred in a short period of time the surgeon stopped using it, and didn¿t think about reporting it to us. Do you consider the area where the sutures were used a high-tension area? Yes. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of tka? Don¿t know. When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes, she used it as recomended. After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Yes. Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Yes. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. Did the suture barbs not engage into tissue post op? (If this was not the issue, then please explain) as the patients fell post op, needed to reclose the incision and then found the stratafix symmetric coiled distal in the wound, without actually holding the fascia together. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. Did the suture rip out of the tissue? No. Onset date/time of dehiscence? (# post op days) 2 days post op. What symptoms did the patient experience following the index surgical procedure? Onset date? Don¿t know please describe any surgical intervention required for the wound dehiscence including date and findings. Don¿t know did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Don¿t know will product be returned? If so, please provide the return date and tracking information. No.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: they only used one suture but it was three patients attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience using stratafix symmetric on tka? Were these the first 3 patients it was used on? Do you consider the area where the sutures were used a high-tension area? For each patient, please provide the following information: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of tka? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the suture barbs not engage into tissue post op? (If this was not the issue, then please explain) what was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the suture rip out of the tissue? Onset date/time of dehiscence? (# post op days) what symptoms did the patient experience following the index surgical procedure? Onset date? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a aptient underwent a tka on an unknown date and barbed suture was used on the fascia. The surgeon recently started using this barbed suture on tkas. The patient was described as big. In the post op, one or two days after surgery the patient lost his balance and his knee gave away and the wound opened up. When they opened the wound, the surgeon found the barbed suture in one piece but with no hold in the fascia. She described it as: coiled as one whole thread but not fixed in the fascia. Additional information was requested.